Event description:
It was observed during the device inspection, that the duodenovideoscope connecting tube has foreign objects, distal end has foreign material and forceps elevator exhibited foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. There was no report that the device was used in procedure while the suggested events occurred. Based on the results of the investigation, it is probable that the following led to the malfunction: the foreign material may not have been removed because reprocessing could not be conducted properly due to a pinhole on bending section cover, water tightness was lost. Additionally, water tightness of forceps elevator was lost. This issue is addressed in the instructions for use (IFU): the detection method is described in chapter 3 preparation and inspection of the instruction manual tjf-q190v operation manual. Preventive measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.